Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced a break in aseptic technique, described as patient made mistake. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On an unreported date, the patient began remedial treatment with fortum injections 1gm for 14 days. The root cause of the peritonitis was break in aseptic technique, described as patient made mistake. On an unreported date in 2011, the peritonitis resolved. Outcome for the break in aseptic technique was not reported. Dianeal was ongoing. The consumer did not provide an opinion of causality.